Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a turbohawk device with a non-medtronic 7fr sheath and 0.014 spider fx embolic protection device during treatment of a 200mm plaque cto (chronic total occlusion-100%) in the patient¿s distal superficial femoral artery (sfa) of diameter 4mm. No tortuosity or calcification were reported. IFU was followed and the device was prepped without issue. The vessel was pre-dilated. It was reported that the thumbwheel became jammed when trying to turn off the cutter and pack the plaque in the nosecone. It would not go all the way forward and stayed on. A new turbohawk device was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Additional information received: the device was removed from the patient with the cutter in the housing. The device was safely removed from the patient. No issue observed with the cutter, all components were removed from the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the distal flush tool was removed and inspected the device. The cutter and thumb switch were in the retracted position. Biological debris was observed on the external area of the housing. No damages to the turbohawk were observed that would appear to have contributed to cutter advancement difficulty. The cutter driver was activated, and the thumb switch was advanced. The cutter advanced approximately 2.8cm distal the cutter window. If information is provided in the future, a supplemental report will be issued.